Event description:
The physician that implanted the patient¿s pump had not been his physician for 1.5 years and the pump ¿ran out of juice.¿ the pump had been empty for over a year. The alarm was going off every 10 minutes. Telemetry had not been performed. The alarm started ¿the second month after it ran out of juice sometime in 2014.¿ the patient had been trying to get help with the pump since 2014. He had contacted his prior physician¿s office 30-40 times to see if they could ¿shut the machine off¿ or remove the pump, but they wouldn¿t return his calls. It had ruined his relationship with his significant other because the alarm went off every 10 minutes. The patient had been to numerous doctors and no one seemed to know how to shut it off. The patient lost over 130 pounds from withdrawals when it ¿ran out of fluid¿ in 2014. The patient had been to a lot of ers (emergency rooms) from 2014 to the present. The patient had a pain doctor that he got oral medications from, but they won¿t ¿monkey with the pump.¿ the patient was referred by the pain clinic to another physician, but they wouldn¿t see him. The patient was looking for a new physician. He wanted the pump removed because it was ruining his life. Three weeks prior to this report, the patient tried to commit suicide as it was ¿unbearable with the beeping and lost his wife¿. The patient was in a coma for 9 hours. The patient was treated at one hospital; transferred to another hospital when he was in the coma; was then sent by ambulance to another facility; then transferred back to the initial hospital for outpatient treatment. They told him they couldn¿t do anything with ¿it¿ and released him on (B)(6) 2015. He wasn¿t getting any help now because ¿they don¿t want to work with the machine and are not familiar with it.¿ on (B)(6) 2015, he was told ¿there are issue with the pump in there and they won¿t be liable¿ and referred him to another physician at another hospital. The patient was not feeling suicidal at the time of this report. The patient was staying with his (B)(6) daughter as his family didn¿t want him to be alone for a while. The patient had an appointment with a pain management physician on (B)(6) 2015. Prior to being empty, the pump was delivering hydromorphone and bupivacaine. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8598a, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
Additional information later received reported the patient's pump has been empty for approximately 2 years and the patient came to their clinic for the first time today (B)(6) 2015. The reporter had checked the logs to confirm dates and alarms. The logs showed an empty pump alarm occurred on (B)(6) 2014 @2219. The clinic was going to have the patient follow with a different physician and she will increase the reservoir volume and program the pump to min rate mode. The alarm intervals were also increased.

Manufacturer narrative:
(B)(4).